Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was over 400 mg/dl. The customer's current blood glucose was 362 mg/dl. The customer did experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was used during the event. Customer stated high blood glucose event occurred due to air bubbles. The insulin pump and reservoir will be not returned for analysis.